Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had gone to the clinic because of feeling something like a an electric current on the implant are while wearing the audio processor for several months. Two weeks ago, the user could also no longer hear with the implant. No trauma has been reported. Re-implantation will take place in (B)(6) 2018.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. Furthermore, in situ measurements prior to complete failure of the device showed some channels in status hi due to undetermined reasons. No information on a possible re-implantation date has been received yet.

Event description:
The recipient went to the clinic due to feeling a sensation like an electric current for several months whilst wearing the audio processor. Two weeks ago, the recipient could no longer hear with the implant but still had the sensation. No trauma has been reported. A date for re-implantation has not been made available yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In addition, in situ measurements show one channel with high impedance due to undetermined reasons. Furthermore the electrode array migrated out of cochlea; reportedly three channels were found out of cochlea during explantation. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient went to the clinic due to feeling a sensation like an electric current for several months whilst wearing the audio processor. Two weeks ago, the recipient could no longer hear with the implant but still had the sensation. It was thought there was a problem with the external part and a new audio processor was sent to the recipient. With the new one there was the same sensation and lack of sound. No trauma has been reported. The recipient has been re-implanted. During device removal it was seen that 3 channels were extra cochlea, a full insertion had been achieved at implantation.